Event description:
A pt reported experiencing erratic results with a fasttake meter. The pt's blood glucose results were 168, 88 and 138 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.